Event description:
It was reported the patient's lead incision site has been draining for 2 months and the patient has been on antibiotics. The patient is to meet with the physician and surgical intervention may be taken to address this issue as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.